Manufacturer narrative:
(B)(4). The reported set screw anomaly was confirmed in the laboratory and was due to an anomalous screwdriver. (B)(4).

Event description:
It was reported that during an implant procedure, the wrench got stuck in the atrial set screw. The atrial set screw was stripped in the process of freeing the wrench. The device was not implanted and was replaced. The procedure was successfully completed without adverse consequences to the patient.